Event description:
It was reported that foreign material was present on the catheter. A farawave catheter was selected for use for a pulmonary vein isolation procedure. Prior to the procedure, it was noted that white coating on the catheter was peeling off. The catheter was replaced, and procedure was completed without patient complications. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the device underwent laboratory analysis. Visual inspection confirmed the presence of white residue on the catheter handle. Functional testing was performed, a guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully with no unusual resistance noted. Additionally, two images were reviewed by a boston scientific quality engineer and confirmed white marks were present on the catheter handle. Analysis determined that the white residue was from the adhesive used to connect the two halves of the handle together during manufacturing that was not fully cured prior to the device being packaged. (B)(6).

Event description:
It was reported that foreign material was present on the catheter. A farawave catheter was selected for use for a pulmonary vein isolation procedure. Prior to the procedure, it was noted that white coating on the catheter was peeling off. The catheter was replaced, and procedure was completed without patient complications. The catheter was returned for laboratory analysis.